Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 83-year-old male underwent impella cp support for a high-risk percutaneous coronary intervention (hrpci). Pre-support clinical status was consistent with scai shock stage a. The impella cp was implanted via percutaneous right femoral arterial access. During insertion, blood was observed continuously leaking from the 14fr x 25 cm peel-away sheath at the junction of the orange and white components. Upon removal, the sheath was also noted to be kinked. The physician exchanged the affected 14fr introducer/sheath for a new 14fr x 25 cm peel-away sheath from a different impella cp kit, and no issues were reported with the replacement introducer. The impella cp remained in use and was not removed due to the reported issue. The patient survived, was successfully weaned from support.